Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 140 mg/dl. The customer states that the battery cap is not connecting to the battery. Troubleshooting was performed for blank display and was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.